Event description:
It was reported that a patient presented remotely via merlin.net. The patient's right atrial (ra) lead was far r wave oversensing. The patient was asymptomatic. The ra lead was reprogrammed successfully. The patient was stable throughout procedure.